Manufacturer narrative:
The exact date of implantation was not known, but was reported as approx 14 years ago.

Event description:
The patient was revised due to the wear of the product and osteolysis.